Event description:
Patient's wife reports a backup pump failure - hardware/software fault detection alarm code: 45630 (0004) - pump serial number: (B)(6). Replacement pump is being couriered, as per solis manual an unrecoverable error may have occurred. Patient is infusing with another pump just fine. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? To be sent back. Did cvs replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. No further information provided. Unknown dates. Lot number is unknown.